Event description:
The customer reported the device did not relay any error messages. The endoscopic ultrasound was completed with a similar device. The customer confirmed the procedure was not prolonged or postponed. There was no patient impact and no medical intervention was required.

Manufacturer narrative:
Customer reported the device was reprocessed prior to return to olympus as per device instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instructions for reprocessing in the following chapters: chapter 6- compatible reprocessing methods and chemical agents; chapter 7- cleaning, disinfection and sterilization procedures; and chapter 8- cleaning and disinfection equipment. The cause of foreign material in the nozzle could not be specified. There was no physical damage where the foreign material was found and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a blocked air channel. This issue was identified during preparation. The device was returned to olympus for evaluation. Evaluation showed the air/water channel was blocked, indicating a problem with reprocessing. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the following issues were noted: the probe tip had minor scratches; the control body required drying; the ultrasonic cord had a hole allowing for leakage; and two of the elements were broken affecting the ultrasound image. The angulation was within specification but on the lower end. After the air/water nozzle was removed, there was no obstruction to air/water flow. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.